Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2-2 was failed to show the cubies. A field service engineer (fse) ran the hardware test application (hta), but no cubies were seen. The fse removed and reseated the row board cables and pyxibus cable connections. The fse then replaced the half height drawer board, ran the hta, all cubies were opened and popped and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.